Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator presented with non-sustained right ventricular oversensing episodes. Upon review, myopotential oversensing was suspected. Programming changes were discussed. The patient had no symptoms.